Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was getting good pain relief in both of her legs. It was stated that the patient had not received adequate pain relief in her back, even though reprogramming had been attempted on several occasions.

Event description:
It was reported that the patient had an appointment with their doctor on (B)(6) 2014 and wanted to meet a manufacturer representative there. The patient had not been able to get stimulation up to their spine which is where they needed it since the implant. The manufacturer representative had been aware of this problem since about 2 weeks after the implant. The patient had this same problem during the trial. It was further reported that the patient was going to be reprogrammed on (B)(6). Additional information received reported that impedances on all electrodes were fine. It was noted that the patient experienced rib stimulation and overstimulation in legs at high volts to attempt to get stimulation in the low back. It was noted that no malfunctions were seen or cause of the issue determined. It was noted that the manufacturing representative was reprogrammed about 4 weeks prior to report which helped legs but still was not getting adequate relief in the low back. It was noted that the outcome was that the manufacturing representative planned to meet the patient again in the next week to try and program to deliver adequate relief without overstimulation in legs and ribs. Additional information received reported that impedances on all electrodes were fine. It was noted that the patient experienced rib stimulation and overstimulation in legs at high volts to attempt to get stimulation in the low back. It was noted that no malfunctions were seen or cause of the issue determined. It was noted that the manufacturing representative was reprogrammed about 4 weeks prior to report which helped legs but still was not getting adequate relief in the low back. It was noted that the outcome was that the manufacturing representative planned to meet the patient again in the next week to try and program to deliver adequate relief without overstimulation in legs and ribs. Additional information received reported that the doctor ordered an x-ray of the paddle lead placement. It was noted that it appeared that the lead had moved upward cephalad ½ vertebral body. It was noted that the patient was reprogrammed at the bottom of the lead and increased hertz and lowered pulse width to the maximum the battery would allow. It was noted that the battery would not allow for extreme high hertz rates. It was noted that the patient was going to try the new programing and let the manufacturing representative know how she did in the next 2 weeks. Additional information was requested but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was going to let the manufacturing representative know if she had any more issues and the manufacturing representative had not heard from her.